Event description:
It was reported that during a peripheral angioplasty treatment procedure of the right superficial femoral artery (sfa), stent delivery device withdrawal difficulties occurred. The physician advanced a "7f up and over the sheath crossed with a stent. The wire was 0.35 wire 260 crossed and deployed, but when removing the stent catheter it got stuck to the wire so the entire system needed to be removed." No patient injuries or complications were reported. Patient status is reported as "okay." The outcome of the procedure is unknown. Additional information regarding this event has been requested.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.